Event description:
The ortho provue analyzer probe was dripping red cells on top of the gel card foil and that no results were affected. The possible effect of the reported condition is that the probe drip could cause possible carry-over of sample and contamination of reagents, potentially compromising test results.